Manufacturer narrative:
The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the fiber optic function on the console went blank about one hour after patient had surgery. The customer was unable to re-calibrate the optical sensor. They connected to pressure transducer and re-zeroed which resulted in the readings showing back on the console. The console generated an error message when we attempted to re-zero. The patient was not dependent on the therapy and was successfully weaned off and the iab was removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure modes are addressed in the risk file and are operating within its risk profile. The IFU addresses the reported failures. There were no ncmrs identified which could cause or contribute to the reported failures. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the fiber optic function on the console went blank about one hour after patient had surgery. The customer was unable to re-calibrate the optical sensor. They connected to pressure transducer and re-zeroed which resulted in the readings showing back on the console. The console generated an error message when we attempted to re-zero. The patient was not dependent on the therapy and was successfully weaned off and the iab was removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the fiber optic function on the console went blank about one hour after patient had surgery. The customer was unable to re-calibrate the optical sensor. They connected to pressure transducer and re-zeroed which resulted in the readings showing back on the console. The console generated an error message when we attempted to re-zero. The patient was not dependent on the therapy and was successfully weaned off and the iab was removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter and between the catheter and the sheath. Three sets of pressure tubing (2 non-maquet & 1 maquet) were also returned. No physical damage noted. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. A second leak test revealed two leaks at the female ports of the 2 returned non-maquet pressure tubings. No leaks detected at the maquet pressure tubing. A sensor output test was performed and the sensor was found to be within specifications. The reported event cannot be confirmed by the evaluation. However, kinks may contribute to pump alarms and/or difficulty calibrating. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period nov-19 through jan-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).